Manufacturer narrative:
As of 10/04/2022 aso was unable to confirm the lot number or consumer information for further investigation. Aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product.

Event description:
On the initial report received by aso on (B)(6) 2022 consumer reported that product caused a burn to the complaintant and daugther. Consumer reported that the daughter sought medical attention. In addition, consumer stated that the issue was with the pad.